Manufacturer narrative:
(B)(4). Vyaire medical was not able to verify the customer's reported issue during testing and evaluation. With a known good oxygen source connected, the unit was powered on with a known good ac adapter, a known good lung, and a known good circuit connected. The unit powered on and boot up with no issues and passed 144.5 hours of extended bench testing at the customer's setting. The unit also passed the initial final test and initial alarm volume test with no abnormalities or alarm conditions.

Event description:
It was reported to vyaire medical that the ventilator was alarming "blower demand exceeded" and the turbine was not working. There was no report of any patient involvement associated with this reported event.